Manufacturer narrative:
The circumstances of the pump's power cord damaged are unknown. The arjo technician suggested that the power cord damage could have happened when the pump was dropped. Due to the damage the power cord was sparking. Based on limited information (the circumstances are unknown) the exact root cause of the power cord damage cannot be determined. The instruction for use (IFU - document number: (B)(4) rev 2 dated 01/2021) includes the following instructions related to the proper maintenance of cables in the device: ¿ensure power cord is kept free from all pinch points and moving parts and is not trapped under casters. Improper handling of the power cord can cause damage to the cord, which may possibly produce risk of fire or electrical shock.¿ ¿inspect all components for visible damage. Verify basic functionality and inspect all hoses, cords and other components for visible damage. Discontinue use and immediately contact manufacturer if damage is observed.¿ the arjo device did not meet its specification since the power cord was damaged. The complaint was assessed as reportable due to allegation of sparks coming from the power cord. No injury was reported. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
The customer allegation refers to sparks coming from the damaged power cord of the first step select pump. There was no indication of patient involvement. No injury was sustained. The device was evaluated, and the damaged power cord was replaced by an arjo service technician. The technician believes that the power cord damage could have happened when the pump was dropped.